Event description:
Olympus was informed that the customer evis exera iii colonovideoscope ¿displays a b30 and e315 scope errors¿. The errors were observed during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
During troubleshoot via telephone, the customer tried connecting the scope to another tower but had the same error. Other scopes work without tower. The customer tried cleaning the gold-colored contacts on the video connector with an alcohol wipe but the scope errors remained. Olympus recommended check the leak test valve on the scope and it observed to be slightly misaligned. The scope was returned to olympus for service/inspection for the reported b30/e315 errors. Also another error code, e216, was noted. The errors b30 and e315 did not display however, error e216 occurred with no image. The scope passed the leak test, however, excessive moisture and corrosion was found inside the control body. Aeration was performed to dry the scope. Additionally, switch (1) cover is cut, the control knobs movement have play, .there are deep dents and scratches on the plastic distal end cover, the bending section cover glue is cracked and discolored, and there is a deep dent on the scope connector plug unit. The down angulation is below standard specifications. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: -water invaded the scope connector. Then, abnormality occurred in electrical parts which led to display of error message. ·the connector cap of leakage tester was attached to venting connector of the device while they were wet. ·the connector cap of leakage tester was attached to venting connector of the device under water. User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. ·"when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor the field performance of this device.